Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. Visual inspection of the device noted no abnormalities. Leakage and a steady flow of air were observed during leak and aspiration testing respectively. Microscopic inspection of the hemostatic valves found a tear by the center slit of the internal valve, compromising the valves ability to seal pressure and fluid within the sheath. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the internal valve by the center slit.

Event description:
It was reported that during insertion, the faradrive steerable sheath clear exhibited a leak. Fluid and blood leaked from the hemostatic valve when the mapping catheter was within the sheath. Subsequently, the sheath was replaced, and the issue was resolved. There were no patient complications. The sheath was received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during insertion, the faradrive steerable sheath clear exhibited a leak. Fluid and blood leaked from the hemostatic valve when the mapping catheter was within the sheath. Subsequently, the sheath was replaced, and the issue was resolved. There were no patient complications. The sheath is expected to return for analysis.